Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the neck of a yukon polyaxial screw fractured intra-operatively. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequence to the patient.